Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09511. Platinum diversity clinical study. It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying condition of angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad )with 80% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. Moderate calcification was present. The target lesion was treated with pre-dilatation and placement of a 3.00x12mm promus premier drug-eluting stent, and an overlapping 3.50x8mm promus premier&#10244;rug-eluting stent. Post-dilatation was not performed, and there was 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient experienced severe heart failure, which required medication, hospitalization, and abdominal paracentesis. Initially, the patient presented to emergency department (ed) with complaints of worsening abdominal fullness/distension, nausea, belly pain. For the past one week, and was admitted to the hospital due to hypotension. The hypotension was thought to be due to sepsis versus cardiogenic shock.. The patient's central venous pressure (cvp) was elevated to 16 with jugular vein distention (jvd) on exam. The patient's kidney functions were at baseline. The patient was given dopamine and norepinephrine in addition to his home dobutamine to maintain perfusion. The patient was given additional treatment included vancomycin, cefloxacin, and flagyl. One day from the onset of symptoms, the patient underwent abdominal paracentesis, which removed 6l of fluid. A culture of the removed fluid was negative. Two days after, the patient became more hypotensive despite treatment with dobutamine, dopamine and norepinephrine; vasopressin was added to the patient's treatment regimen. The patient's low systemic vascular resistance (svr) was consistent with septic shock; tobramycin was added to the patient's treatment regimen. The patient was recommended for a computed tomography (CT) of the chest/abdomen/pelvis to further evaluate for the infectious source given his uptrending white blood cells(wbc) despite c. Difficile treatment, but the patient refused. The patient creatinine continued to rise, likely 2/2 poor renal perfusion in setting of shock and hypotension. Despite the physicians' concern for the patient's ongoing infection in spite of the treatment regimen and repeated conversations with the patient, the patient refused procedures and continued to ask to be left alone but refused to be made do not resuscitate (dnr)/ do not intubate. Three days after, the patient, due to his severe state, decided to be made dnr/dni. Due to the cardiogenic shock and septic shock from an unknown source, the patient's heart was functioning poorly, his kidneys were not working properly, and his urine output was decreasing. Four days later, the patient continued to require blood pressure (bp) support, and his results were consistent with primarily cardiogenic shock. He was continued on broad spectrum antibiotics; fluconazole was added to the patient's treatment regimen. Five days after, the patient continued to remain hypotensive, less responsive and could open his eyes to voice, but could not communicate appropriately. Six days later, the patient agreed that escalation of care was futile. It was decided to continue to treat the patient until his family could come visit, and then be made (cmo). Seven days post procedure, the patient was unresponsive in the morning. He was noted to have absent breath sounds and absent s1/s2 for 60 seconds. His pupils were fixed and dilated, cranial nerve reflexes absent and had no withdrawal from painful stimuli. Asystole was noted on the telemetry and the patient was pronounced deceased. The severe heart failure was considered fatal. The patient's subsequent cause of death was renal failure due to poor perfusion. An autopsy was performed.